Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged. It was noted that this was the patient¿s first overdischarge. It was further noted the patient had not recharged in at least six months and they had no stimulation. The reporter stated that a physician mode recharge (pmr) was done. It was noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient was in the hospital for a stroke not related to the ins and they were not able to recharge the ins for months. The reporter stated that a month ago they had been trying to recharge the ins and they were getting an icon they were not familiar with. It was noted that an ins overdischarge was suspected. It was further noted that health issues and patient compliance were the primary reasons for overdischarge. The reporter stated the last successful recharging session was a few months ago. The reporter further stated that due to not having the ins their left leg was hurting and burning with pain. It was noted the patient had started physical therapy and were putting more pressure on their left leg. It was further noted the patient had increased pain in their leg because they were working on the leg more. Additional information received reported the pmr was successful. It was noted the patient left while recharging the ins. The reporter stated there was not enough charge to turn the device on or interrogate the device at the healthcare professional¿s (hcp) office. Additional information received reported the patient was in normal charging mode when they left the hcp¿s office. Additional information was received from a patient on 2017-jun-26. The patient reported that around (B)(6) 2015 (which conflicts with previous information reported and the explant date on file for the patient) they had an overdischarge, they could not recharge their implantable neurostimulator (ins), and they had no communication so their ins was replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.